Event description:
It was reported that the customer received no delivery alarms. The customer's blood glucose was unknown. The customer declined in divulging more information. Sent the customer a follow-up letter for the customer to respond at his convenience. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.